Event description:
It was reported that plastic tip cracked on impactor when striking femur.

Manufacturer narrative:
The associated device was returned and evaluated. A visual examination of the impactor confirmed that as-received impactor showed a fracture at the acetal center alignment nodule that comes into contact with the femoral component. The device failures in this complaint have been identified and confirmed. No investigation is necessary as this failure mode has been previously identified. Corrective actions have been previously implemented by the supplier in september of 2013 to prevent recurrence of this failure mode. The device in this complaint was manufactured prior to the implementation of those corrective actions. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary.